Event description:
Customer responded to a pt in cardiac arrest and the defibrillator would not charge. Pt expired. Based on pt's pre-existing medical condition (kidney failure), customer stated that device did not cause or contribute to pt outcome. Svc rep unable to duplicate reported condition. Proper operation of the device confirmed.